Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibiting a steady rise in shock impedance measurements. Disk analysis was performed which confirmed the battery was prematurely depleting, which technical services (ts) recommended device and electrode replacement due to the high shock impedance measurements. Then, this patient presented to the emergency room (ER) for bradycardia. This patient was claiming this s-ICD should be shocking in which it wasnt. Ts explained that there is only a back up pacemaker with this s-ICD. This s-ICD and electrode remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibiting a steady rise in shock impedance measurements. Disk analysis was performed which confirmed the battery was prematurely depleting, which technical services (ts) recommended device and electrode replacement due to the high shock impedance measurements. Then, this patient presented to the emergency room (ER) for bradycardia. This patient was claiming this s-ICD should be shocking in which it wasnt. Ts explained that there is only a back up pacemaker with this s-ICD. This s-ICD and electrode remain in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted and replaced with a transvenous system. This s-ICD will be returned and analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
This device is expected to be returned and analyzed. A supplemental report will be filed upon analysis completion.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibiting a steady rise in shock impedance measurements. Disk analysis was performed which confirmed the battery was prematurely depleting, which technical services (ts) recommended device and electrode replacement due to the high shock impedance measurements. Then, this patient presented to the emergency room (ER) for bradycardia. This patient was claiming this s-ICD should be shocking in which it wasnt. Ts explained that there is only a back up pacemaker with this s-ICD. This s-ICD and electrode remain in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted and replaced with a transvenous system. This s-ICD will be returned and analyzed. No additional adverse patient effects were reported.